Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) after appropriate atp from the implantable cardioverter defibrillator (ICD) was delivered. The device also detected a premature ventricular contraction (pvc) that was classified as a wavelet match when wavelet match scores were evaluated. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.